Event description:
It was reported that iab was inserted femorally in 2005. Three days later, blood was observed in helium tubing. Iab could not be removed manually so it was removed via cut-down in or. Aorta required patching and grafting. Another insertion was not required. Pt has 2 small areas of ischemia on 2 toes on catheter limb side. Pt has also required dialysis.

Event description:
It was reported that iab was inserted femorally in 2005. In 2005, blood was observed in helium tubing. Iab could not be removed manually so it was removed via cut-down in or. Aorta required patching and grafting. Another insertion was not required. Pt has 2 small areas of ischemia on 2 toes on catheter limb side. Pt has also required dialysis.